Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. According to the clinical description, on the fifth day of impella 5.5 support, the patient began to bleed from an unknown source. Three days later, it was determined that the patient was suffering from a subdural hematoma. This issue was resolved by withholding anticoagulant and giving the patient one unit of packed red blood cells and platelets. The patient later expired on support, but no allegation was made against the device related to the patient's death. No product was returned for a visual inspection. Data logs were not returned for analysis. The most likely cause of the major access site bleeding was anticoagulation management.

Event description:
It was reported that the patient was placed onto impella 5.5 support for postcardiotomy cardiogenic shock/low cardiac output syndrome. On the fifth day of impella 5.5 support, the patient began to bleed from an unknown source. Three days later, it was determined that the patient was suffering from a subdural hematoma. This issue was resolved by withholding anticoagulant and giving the patient one unit of packed red blood cells and platelets. The patient later expired on support, but no allegation was made against the device related to the patient's death. Upon review by abiomed's medical safety officer, the use of the device cannot conclusively be associated with the outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for a visual inspection. Data logs were not returned for analysis. The cause of the optical signal issue was not determined because no product or logs were returned and not enough clinical information was given. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated b5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-14349 b7 other relevant history, including preexisting medical conditions, updated. D6b explant date was corrected. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.

Event description:
The complainant also reported that, while on support, the pump experienced optical signal issues that were resolved by alternative means of monitoring.